Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in clinical study a4010 was admitted to the hospital on two different occasions for a levodopa intraduodenal infusion via a naso gastroduodenal tube. The patient was discharged, and the event has since resolved. This reported event was reported as a probable relationship to stimulation and not related to the procedure or hardware.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in clinical study (B)(6) was admitted to the hospital on two different occasions for a levodopa intraduodenal infusion via a naso gastroduodenal tube. The patient was discharged, and the event has since resolved. This reported event was reported as a probable relationship to stimulation and not related to the procedure or hardware. Additional information was received indicating that patient was experiencing a worsening of gait issues and was the reason the patient was admitted to the hospital and administered medication.